Event description:
The pt underwent diagnosis procedure. The physician attempted arteriotomy closure with the closer tsl 6 french device. The device was inserted without difficulty and the plunger was deployed without resistance. When attempting to remove the plunger, the posterior suture was missing. The anterior suture was pulled taut, however, it stalled after approximately 2 1/2 inches. The physician parked the foot and attempted to remove the suture. The device was rotated and the foot was redeployed. The suture and the device was rotated and the foot redeployed. The suture and the device could not be moved. A vascular surgeon was called to remove the device. Dr reported finding the suture entangled in the device, the subcutaneous tissue and the arteriotomy. The device was removed and the artery was repaired. The pt recovered without further incident.